Manufacturer narrative:
Correction: additional information obtained clarified that the delivery system leakage was balloon damage observed during preparation of the balloon of the delivery system. As per pre-decontamination, balloon damage was confirmed. The complaint for the ¿balloon damaged¿ was confirmed based upon the visual inspection of the returned device (a cut on the crimp balloon) and the observed leakage during engineering evaluation. Dimensional analysis of the crimp balloon revealed that the balloon wall thickness was within specification and no manufacturing non-conformances were able to be identified on the returned device. As such, this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our french affiliate, during preparation of a commander delivery system, it was not possible to de-air the balloon as leakage at the distal part of the flex catheter was observed. Another delivery system was used.